Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited difficulties to interrogate. The health care professional (hcp) consulted fr recommendations to interrogate this device, technical services (ts) reviewed the device data and suspected the device battery reached either elective replacement indicator (eri) or end of life (eol) status could explain the issue. The hcp was referred to the local field representative and ts provided troubleshooting recommendations. No adverse patient effects were reported. This ICD remains in service.